Event description:
A report was received that the patient will be explanted. No further information is available at this time.

Manufacturer narrative:
Additional information was received that the patient will no longer undergo the explant procedure.

Event description:
A report was received that the patient will be explanted. No further information is available at this time.

Event description:
A report was received that the patient will be explanted. No further information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information was received that the patient was receiving inadeqaute stimulation. No date has been scheduled for the explant.